Event description:
It was reported there was difficulty filling and aspirating the reservoir. At the patient¿s refill the expected and actual residual volumes were within specification, however when they attempted to fill the pump they were only able to inject 10 milliliters (mls). It was then attempted to aspirate 10mls, but they were unable to aspirate any fluid. It was further reported the healthcare provider (hcp) was unable to get the stop valve cleared, but he did not have another refill kit with him in case that was the issue. The hcp set the reservoir volume at 8.5ml and would try to refill the patient again on (B)(6) 2015. The hcp was unable to aspirate or inject on (B)(6) 2015. It was noted 3.7mls were expected, but they were only able to get one fifth of 1ml and a couple of bubbles. The hcp was unable to get anything back and did the reservoir unlock valve procedure,but was still unable to fill and ¿nothing worked¿. No medication could be pushed into the pump. A lateral x-ray was taken and the bellows were uneven, ¿up on one side and flat on the other¿ and ¿broken¿. The decision was made to replace the patient¿s pump on 2015-05-13 and would be returned for analysis. It was further noted the pump was successfully replaced and the patient was receiving effective therapy. The pump was being used to deliver dilaudid, bupivacaine, ketamine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID neu_refillneedle, serial# unknown, product type: accessory. (B)(4). A lateral x-ray was taken and the bellows were uneven, ¿up on one side and flat on the other¿ and ¿broken¿.

Manufacturer narrative:
Analysis of the pump found reservoir access issues due to residue related to the fluid path before internal decontamination. The allegation of reservoir access issues was confirmed during analysis with not being able to aspirate or add fluid to the pump. The pump¿s back and side shields were removed along with the bellows floor. No fluid was seen.

Manufacturer narrative:
The drug being delivered at the time of the report was compounded baclofen and not baclofen.